Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the problem area needed to be replaced. The plunger clamp and 2 tip clamps were replaced. The xyz-positions on the xyz arm above the secondary rack was adjusted. The instrument was tested without further problem and returned to service.